Event description:
The wife of a charite artificial disc pt contacted depuy spine to report an adverse outcome. Her husband was implanted (l5/s1) with charite disc in 2006. He woke from the case with foot drop, numbness and tingling. Reports that he has had post-op pain and can hear a popping sound like metal. Eight months later, an x-ray was taken and the surgeon reported that the charite looked good. Pt is seeing another physician to get a second opinion.

Manufacturer narrative:
Our area sales rep reported that the surgeon had not made her aware of this issue and it is likely that the surgeon may not feel that this is a device related event. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.